Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: does the surgeon routinely wait 15 seconds prior to firing? Yes. Were any staple formation issues noted throughout care of patient? No. Does the surgeon pulse fire of use one continuous firing stroke? Pulse. Did the surgeon identify the site of the post-op bleed? Only that it was from the g-j was the post-op bleeding at the same site as the intraoperative bleeding? No way to determine if it was from the same site. Please clarify what is meant by treating the blood cultures. I think he meant they were monitoring blood cultures to determine if the indicator fell below a certain point that the patient would require transfusion or reop. Was any additional medical or surgical intervention required? No. What is the current patient status? On path to normal recovery. Will the device be returned for analysis? Yes.

Event description:
It was reported that during a whipple procedure, the surgeon used two gold reloads to transects the stomach near the incisura angularis. He commented that the second staple line exhibited some bleeding/oozing with a grade of four out of five. It was controlled with electrosurgery. The surgery was not delayed due to the reported event. Electrocautery was used to control hemostasis when the event occurred. There was a total of 4 firings with the pcee60a stapler...gst60dx3 (2 to transect the stomach and 1 to create the g-j), and gst60b x1 (to transect small bowel). At the time of surgery, there was no indication of poor staple formation. This patient experienced a bleeding episode from the g-j 19 hours post-op. It was identified due to the patient vomiting blood. Dr. (B)(6) is currently managing the patient conservatively via blood cultures. The 3rd gst60d was used to create the g-j, and the common opening was hand sewn closed.